Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (patient death) has been confirmed.  Upon investigation the monitor was intermittently producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The damage to the r781 did not occur while the device was being worn by the patient, and the damage did not cause or contribute to the patient death. The damage to the r781 occurred at some point after the patient death. Device evaluation of belt sn (B)(4) has been completed.  The reported problem (patient death) was confirmed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality.  There is no indication of a product malfunction.   Device manufacture date: monitor: 05/22/2015, belt: 12/13/2019.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient passed away on (B)(6) 2020, while wearing the lifevest. The patient was reportedly at home at the time of passing, and that the patient's death was cardiac related. It was reported that the lifevest was not alarming. It was reported that an emergency doctor performed resuscitation efforts.   Per clinical review of the available ECG data, the patient was in sinus bradycardia at 40 bpm with bigeminy degrading to ventricular fibrillation (vf) with CPR/motion artifact/asystole with CPR/motion artifact from 10:56:50 to 11:50:28. The rhythm then transitions to an idioventricular rhythm at 40 bpm with CPR/motion artifact and pvc's from 11:52:56 until the device shutdown at 12:00:09 on (B)(6) 2020. The device was start back up at 12:00:34. CPR/motion artifact was seen from 12:00:34 until the device shutdown at 12:01:03 on (B)(6) 2020. CPR/motion artifact prevented the lifevest from treating the patient from 10:56:50 to 11:50:28. There is no indication that a device malfunction caused or contributed to the patient's death.